Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During the angioplasty, the physician inserted the stent inside the catheter. While pushing the stent towards the top of the catheter, he realized that there was resistance and pulled the stent back. The physician then realized that the platform was not perfectly crimped on the balloon and he discarded the stent. The stent did not reach the inside of the patient's body and was only in contact with the catheter.